Manufacturer narrative:
H3, h6: it was reported that a left hip revision surgery was performed due to pain, metallosis and pseudotumor formation. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and the cup. This will continue to be monitored via routine trending, however it should be noted that these devices are no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The clinical information provided, of the reported ¿extremely elevated cobalt and chromium levels, extensive pseudotumor formation, slightly cloudy yellow joint fluid, and gray tissue" may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, after a left bhr resurfacing construct had been implanted on the patient¿s left hip on (B)(6) 2011, due to a degenerative joint disease, the patient experienced pain, metallosis and pseudotumor formation. A thr revision surgery was performed on (B)(6) 2023, to address this complication. During this procedure, the resurfacing femoral head and cup were explanted and replaced with competitor¿s devices. Intraoperatively, after entering the capsule significant rush of slightly cloudy yellow joint fluid and acetabular bone loss was found. Also, after removing the femoral component and part of the femoral neck significant pseudotumor formation down inside the femur as well that extended past the lesser trochanter slightly and created a cavitary lesion in the proximal femur was found. The procedure went uneventful, and the patient was transfer to recovery room in stable condition.